Event description:
The device was removed due to a "malfunction." The reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer.